Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrogel embolic system treatment arm. The patient is a (B)(6) year old female who presented with an unruptured aneurysm located in the internal carotid artery in the right ophthalmic region. The patient's aneurysm was coiled and on (B)(6) 2013, the patient reported to the emergency room after having a seizure. A CT was performed and showed no acute intracranial abnormalities. The patient has a pre-existing condition of seizures. The patient as discharged home in stable condition on (B)(6) 2013. The sae was reported because the event required in subject hospitalization or prolongation of existing hospitalization.